Event description:
It was reported that the zimmer "mixing system used to cement knee components. The cylinder's flange broke into several pieces while in cement gun during compression to squeeze out cement from cylinder. Cement was not hard in cylinder. Cement was not stiff either. Risk of pieces entering patients open wound."

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.